Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the colono videoscope cut on angle wire, bending section cannot be bent in down direction at all, may be the cause or a contributing factor of a reportable event. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the colono videoscope had a snapped wheel. The device was used in the procedure, with no impact to the patient.